Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-01211. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Patient had stimulation. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were repositioned.

Event description:
Device 2 of 2: reference MFR report: 1627487-2019-01211. Follow-up information revealed the patient has adequate coverage postoperatively.